Manufacturer narrative:
Analysis of the blade found that the inner shaft broke 0.53¿ from the distal face of the inner hub. There were striations around the outside diameter of the break point. The break point corresponds to the proximal end of the outer tube in the front hub. There was no damage to the distal tip. When viewed under magnification, there was deformation and indentations of the front hub locking area. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive from health care provider (hcp) reported via manufacturer representative mentioned that the blade was used for fess+igs. There was no delay in the case. The case was completed as the blade was no longer required, and the blade hub was removed easily from the handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the scrub nurse wanted to change the blade during the procedure, but they found that the new blade was unable to be attached to the handpiece. Upon closer inspection, the hcp realized that the blade was broken at the bottom. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.